Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoirs had leaked insulin. The insulin pump had rejected new batteries, insulin pump had given random no delivery alarms, battery housing opening on insulin pump was chipping and scratched, sometimes rain-bowing will force customer to rotate insulin pump to see display and insulin pump battery life was diminished, battery cap was damaged. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.